Manufacturer narrative:
As reported, the balloon of a 7f 14mm x 4mm x 110cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter "popped before being able to get it to the right spot". There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. There is no additional information regarding patient, lesion, or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is difficult to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. According to the safety information in the instructions for use ¿note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation.

Manufacturer narrative:
The product lot number is unknown; if received, it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 7f 14mm x 4mm x 110cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter "popped before being able to get it to the right spot". There was no reported patient injury. The device is expected to be returned for evaluation.